Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that a patient had successful placement of the catheter without issue. During collection of post procedural labs it was noted that the blue lumen of the catheter had blood around the clamp. The provider was called to the bedside and after further investigation noted a fracture on the blue lumen at the base of the clamp. The lumen was cultured, not flushed and clamped off.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and one similar complaint for this lot was identified.